Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system from this patient exhibited t wave oversensing and the smart pass was disable due to low amplitude. At the point of detection, there was a significant morphology change with s-t segment elevation. The boston scientific technical services (ts) recommended to bring the patient in to re-enable smart pass and to get the patient on a treadmill to see if the morphology change is rate based. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system from this patient exhibited t wave oversensing and the smart pass was disable due to low amplitude. At the point of detection, there was a significant morphology change with s-t segment elevation. The boston scientific technical services (ts) recommended to bring the patient in to re enable smart pass and to get the patient on a treadmill to see if the morphology change is rate based. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the clinic did a treadmill test on the patient and there was no abetment conduction morphology change at peak exercise. Nonetheless, the primary vector did show a reduction in amplitude. The patient is currently programmed secondary. This device remains in service. No adverse patient effects were reported.